Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the cutting wire was melted and burned at the middle of the cutting wire by high temperature. The coating was torn at the broken point of the cutting wire and approximately 8mm long coating was missing from the broken point to the distal end. There were no other abnormalities related to the breakage in the subject device. The device instruction manual warns user that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire it tightened too strong." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) with sphincterotomy, the facility noticed that the cutting wire of the subject device was broken under the endoscopic view. The device was returned to omsc for evaluation. During the evaluation of the device, omsc found the plastic coating on the cutting wire was partially missing. The facility reportedly completed the procedure using the subject device. There was not report of pt injury regarding this report.